Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't turn on. The biomed replaced the battery and power cord but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact.